Event description:
Some of the bags were not delivering any or very little air. While administering surfactant to nicu baby, the ambu bag in use did not refill with o2 during use. Have had several instances of the bags not refilling. Have discontinued use. This is a pt safety issue.

Manufacturer narrative:
The actual device was not returned for our investigation. Samples from the same lot were returned and evaluated. The results of the evaluation found that the gas volume from the resuscitator, when the bag was compressed, was leaking around the inlet valve. The inlet valve is designed to close and seal when the bag is compressed and opens allowing gas to re-enter the bag after a bag compression, also know as the bag recoil. It was found that delivered volume was dependent upon technique of bag compression. Depending upon the technique used, suitable volume could be delivered and another technique would produce less than the expected volume delivery. Further investigation of the inlet valve found that the valve that was being used was not the specified valve for that location. The valve that was being used did not provide an adequate seal, thus depending upon the compression technique, delivered less volume due to the leak around the valve.